Event description:
During service by baxter, the infusion pump was found to contain failure code 500. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 31 2007. Evaluation summary: failure code 500 was confirmed in the event history. Failure code 500 is a stuck key failure caused when a key becomes stuck or is pressed for more than 50 seconds. Inspection found that failure code 500 was caused by a defective pump head module. The defective pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.